Event description:
Healthcare professional reports a right-side rupture, and folds. The device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell and missing shell/patch. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken/opening striated. Based on the device analysis the final assessment is: a striated edge in the side radius broken due to surgical damage. One opening curved striated assessed as surgical damage. Missing shell/patch assessed as inconclusive. Reason for reoperation: rupture.